Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 'higher flow rate than programmed of antibiotics during therapy (medication, programmed amount and delivery rate unknown). There was a patient involvement associated with this event. However, there was no patient injury or medical intervention needed. No additional information is available.